Event description:
The device returned for maintenance when it failed burn-in testing and failed to power up afterwards.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The device was received for regular maintenance when factory service identified that the device failed burn-in testing and would not power on afterwards. The cause of this failure was due an oscillator on the main board that was no longer producing clock signals. To resolve the issue, the main board was replaced.